Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the piston broke. The broken spacer was removed and a new smaller size spacer was successfully implanted.